Event description:
It was reported that the nurse noticed that the sealing of the outer package was opened a little. So, the surgeon used a spare product and the procedure was completed without any problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.